Event description:
The patient reportedly experienced fluctuations in performance. Testing performed showed that the device is functioning. A decision was made to explant the patient's device. Surgery to explant the patient's c1 device has been scheduled.